Event description:
It was reported that during the implant procedure, the lumen of catheter was obstructed. Doctor removed metal insert which comes packed inside balloon catheter tip, flushed the balloon catheter lumen with saline using the correct port, the saline took more force than normal to exit the catheter tip, when the saline did exit the tip it sprayed the saline off to the side from the tip and not in a straight line as expected. This was repeated again, the same was demonstrated, however during the saline injected it appeared the obstruction suddenly lifted and the saline became easier to inject and now sprayed in a straight line. The balloon was not used, a spare of the same model was used instead with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the balloon catheter was occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.